Manufacturer narrative:
Report source other: (B)(4). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was having flow issues. (Arctic sun 5000) 01 patient line open, (arctic sun 5000) 02 low flow present. Circulation pump was serviced during the pm process. The mixing pump motor had cross threading found in the pump mount holes. Pm performed. Serviced mixing pump and replaced mixing pump motor. Replaced heater, both manifold o rings, drain valves, the double bend tube and the chiller evaporator outlet tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the nurses complained of 0 flow. A functional verification showed in bypass circulation pump command (cpc) was 68 percent. Per additional information updated from ttm on 01dec2025, trying to initiate therapy and arctic sun device was alerting low air leak and patient line open. 4 pads connected to adult patient. Walked through stop therapy, disconnect and reconnect using proper technique. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) secure and in lock position. Restarted therapy, water flow rate (wfr) was stabilized at 3 l per m. Encouraged to call back with any alerts, alarms, or questions. Sn (B)(6). Nurses sent device to biomed because there was no flow. Per additional information updated from ttm on 02dec2025, customer was concerned that the unit in question was in need of repair due to low flow on the floor. The circulation pump was running at 68 percent when not connected to the patient. Customer wants a quote for potential repair and loaner unit. Informed the customer that 68 percent would be considered a normal operating percentage. Talked to tech support and they reported that they already sent a quote to the customer and that they need to talk to cs about changing the account information. Transferred the customer to cs for assistance. Per sample evaluation results on 02feb2026, cross threading found in the pump mount holes relating to the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the nurses complained of 0 flow. A functional verification showed in bypass circulation pump command (cpc) was 68%. Per additional information updated from ttm on 01dec2025, trying to initiate therapy and arctic sun device was alerting low air leak and patient line open. 4 pads connected to adult patient. Walked through stop therapy, disconnect and reconnect using proper technique. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) secure and in lock position. Restarted therapy, water flow rate (wfr) was stabilized at 3 l/m. Encouraged to call back with any alerts, alarms, or questions. Sn (B)(6). Nurses sent device to biomed because there was no flow. Per additional information updated from ttm on 02dec2025, customer was concerned that the unit in question was in need of repair due to low flow on the floor. The circulation pump was running at 68% when not connected to the patient. Customer wants a quote for potential repair and loaner unit. Informed the customer that 68% would be considered a normal operating percentage. Talked to tech support and they reported that they already sent a quote to the customer and that they need to talk to cs about changing the account information. Transferred the customer to cs for assistance.